Manufacturer narrative:
The complaint device [commander delivery system, model 9610tf26, lot number 60083087 is not sold or marketed in the us; however it is deemed similar to the commercially available commander delivery system models [9600lds20, 9600lds23, 9600lds26, and 9600lds29]. The delivery system will been returned for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, when starting the deployment of the valve, the balloon from the delivery system did not inflate due to retrograde leakage of the fluid from handle part of the delivery system. The valve remained crimped on the delivery system. They planned to change the delivery system, but the patient became instable, appeared severe hypotension with bradycardia. By the tee there was no sign of hemopericardia or other mechanical complication. Resuscitation was prolonged for 30 minutes. Through this time the hemodynamic response of the patient was low and even if the resuscitation was done for whole time the heart failure advanced and patient died. As per medical opinion, death was mainly due to patient comorbidities.

Manufacturer narrative:
Neither the commander delivery system nor a photo of the device was returned for evaluation; therefore, the report could not be confirmed. Review of the complaint history revealed similar occurrences of fine adjustment difficulty; corrective actions were initiated to reduce the reoccurrence. The root cause of insufficient collet engagement/holding capability was determined to be due to either the balloon shaft being locked at the incorrect position (such that the collet engages on the blue nylon portion rather than the steel stop sleeve), or the surface condition of the metal sleeve component on the balloon shaft was not optimal for the collet to grip on to it. Both factors can influence the capacity for the fine adjustment mechanism to function properly. The balloon shaft design has been improved to increase collet engagement forces and make the proximal end of the shaft more bend resistant. This design change was implemented after the manufacturing date of this complaint device. A fsa (field safety notice) was distributed in february 2015 containing additional instructions and troubleshooting measures to employ should the fine adjustment/valve alignment issue arise. The product instructions for use provide the following guidance: in the descending aorta, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Do not turn the fine adjust wheel if the balloon lock is not engaged. The valve alignment procedure in the training manual, states the following: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Due to the device not being returned for evaluation, the complaint was unable to be confirmed. Review of complaint history revealed similar confirmed complaints; we can speculate that the root cause could be related. Corrective and preventative actions are being addressed through a CAPA. (B)(4).

Event description:
Additional information was received from the european affiliate. Fine adjustment difficulty was experienced during the alignment of the valve on the delivery system; however, the delivery system was "probably not" locked correctly. The delivery system was pulled past the warning marker. Valve alignment was completed with "a lot of power to do it."